Event description:
Convulsion crisis [convulsion], dosage selected windows numbers disappearing [device failure], pens started to lock during injections [device failure], feel his fingers dormant [hypoaesthesia], every morning the patient's glycemia is altering [blood glucose increased]. Case description: medical device information: class iib. This spontaneous case from brazil was reported by a consumer as "dosage selected windows numbers disappearing", "pens started to lock during injections", "convulsion crisis", "feel his fingers dormant" and "every morning the patient's glycemia is altering" and concerns a male patient treated using novopen 3 with batch no. Psch851 and novopen 3 with batch no. Sscb520 from an unknown date and ongoing due to type 1 diabetes mellitus. Medical history includes "emocional" convulsion, migraine and diabetes mellitus type 1 for 10 years. The patient's mother reported that two novopen 3 had the numbers disappearing in the window selector. Approximately 1 month ago, these pens started to lock during injection. In 2009, the patient started to have a "convulsion crisis" and went to the doctor. He was hospitalized and had some tests done, in the next day, he was discharged. The mother informs that before the crisis the patient started to feel his fingers dormant. She informs additionally that approximately one month ago, the patient's glycemia was altering every morning, 185 mg/dl and 215 mg/dl (sometimes it is normal). The patient uses novofine needles 6 mm. He uses the same needle maximum 2 times, and does not leave it attached to the pen. The pens are kept in the pen case, in the patient's bedroom. The outcome was not reported. Two samples received for investigation. Information received at about one month later identified additional suspect novopen 3 batch sscb520: comment: company comment: the patient experiences a convulsion crisis. Test have been done due to this, but no results have been reported. The patient's medical history includes emotional convulsion. It is also known that a decrease in the blood sugar could cause convulsion, however this have not been reported for this patient.